Event description:
The surgeon implanted an aq2003v lens. The cartridge cracked when advancing the lens and the trailing haptic tore off and was caught in the cartridge. No patient contact. Md believes that the cartridge malfunctioned.